Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package the irrigation syringe had a plastic material inside of the syringe.

Event description:
It was reported that upon opening the package the irrigation syringe had a plastic material inside of the syringe.

Manufacturer narrative:
The reported event was confirmed. During the visual inspection, it wad noted that a green plastic was inside the syringe. This green plastic piece is part of the bulb. The following CAPA ng-CAPA-18-007, due date: 5/25/2018 and scar cc-sc-122017-003 have been submitted in order to address the molding issues for component cm1893 (green bulb). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿irrigation syringe - bulb type, 50cc this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of phthalates (dehp) contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks single use do not resterilize do not use if package is damaged. Latex-free"